Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting the tibia, it was found that the bottom screw that holds the plastic handle to the hand piece dropped out, along with the handle. The screw and handle were recovered intra-operatively. The rest of the bone cuts were made with the blue metal post with no issues. The case was completed with no patient harm. Case type: tka.

Event description:
While cutting the tibia, it was found that the bottom screw that holds the plastic handle to the hand piece dropped out, along with the handle. The screw and handle were recovered intra-operatively. The rest of the bone cuts were made with the blue metal post with no issues. The case was completed with no patient harm. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, d4, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: while cutting the tibia, it was found that the bottom screw that holds the plastic handle to the hand piece dropped out, along with the handle. The screw and handle were recovered intra-operatively. The rest of the bone cuts were made with the blue metal post with no issues. The case was completed with no patient harm. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot k08z7 and all 25 devices were accepted into final stock on 02/20/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k08z7 shows 01 additional complaint(s) related to the failure in this investigation. The related complaint is pr: (B)(4). Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931 h3 other text : product was not available for evaluation.